Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been shaking since sometime this week. Caller wanting to check to see if ins is on. During call, handset showed ins off. Caller was able to turn ins on. Caller states not knowing why therapy was off and states ins is showing 100% charged today. Caller did not know what the ins charge level was when patient started to shake and states patient charges every day.